Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the suspected sureform 60 stapler instrument and white reload were no longer available. The sureform 60 stapler instrument was inspected prior to use, with no issues found. A white reload was involved with the reported event. The reported event occurred during the first stapler fire. The stapler reportedly did work. The target tissue was the stomach and the surgical task being performed was a stomach sleeve and pouch. The stapler did not fire at all with the white reload while the stapler instrument was clamped and engaged. There were no other issues noted. There was a "tissue too thick" error message present. The surgeon did not encounter any obstructions and did not fire over an existing staple line. Buttress material was not used. There were no clamping issues prior to the first fire. No bleeding was observed on the staple line and no unplanned tissue removal. There were no holes or gaps in the staple line. The surgeon resolved the issue by switching to a blue reload.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the sureform 60 stapler instrument did not deploy staples on the first portion of the target tissue during the first fire. The surgeon was using a white reload at the time of the issue. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
The sureform 60 stapler instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. A review of the advanced logs for the sureform 60 stapler associated with this event has been performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). The following additional information was provided: logs show pn: 480460-09, ln: l13220927-0407 was installed on the system 7x and fired 7 reloads (all white). Per the logs, there were no incomplete clamps, unclamps, or firing failures by this instrument. All firings were completed with 1 pause for compression on installs 2-7, and 7 pauses for compression on the 1st install. There were no stapler related errors in the msc logs. This complaint is being reported based on the following conclusion: it was alleged that staples were missing from the staple line with unknown cause. If not recognized during the procedure, medical intervention, including additional surgical procedures, may be required in the event that the staples are not delivered from the reload. At this time, it is unknown what caused the event to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.